Manufacturer narrative:
The rental bed was exchanged for a new bed.

Event description:
Information received indicates a pt was on the bed and the head section came out of the track. The pt was not injured.